Manufacturer narrative:
Trackwise ID (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that when they opened the vasoview hemopro 2 used for an endoscopic vein harvesting procedure, it had protruding wire from the jaws. The defect was noticed right away and the defective product was handed off. No damage was noted to the package. The procedure was completed with a new device. A patient was in the or at the time but the defective product was never used on the patient.

Manufacturer narrative:
Trackwise # (B)(4). The lot # 3000261667 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device discarded.

Event description:
N/a.